Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2017 with the following findings: during investigation, a review of the pump black box revealed call service 054 alarm occurred. The pump was powered on and the display was found to be functioning properly. No blank display was observed. Further testing could not be performed due an unrelated recurring call service alarm. The complaint of a blank display was not duplicated during investigation. A cs 054 alarm was observed, which may cause the display to be blank for several seconds.